Manufacturer narrative:
PMA 510(k): this product is not approved for sale in us but a similar device with catalog# 7755124, 510k # k082728 and UDI (B)(4) is approved for sale in us. The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at o-t2 due to cervical spondylotic myelopathy. Post operatively, the adjustable part of the rod was loosened and was moving. Reportedly, rod will be reinserted at a later date. The final tightening was done properly during the initial surgery. Re-tightening of the rod is thought not to work because of skip vertebral bodies and instability of anterior elements. In re-operation, anterior fixation will be added using pre-bent rod.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Since the patient had no symptoms, no revision was planned.